Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their bite has worsened with the use of the aligners and they have developed tmj in their right jaw. They were examined and a splint was made for overnight use for relief of the constant jaw pain.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.